Manufacturer narrative:
During an endovascular therapy case, it was reported that the exoseal vascular closure device (vcd) had a black foreign material on the case. Therefore, the exoseal was replaced with a new device and the procedure was completed successfully. There was no reported patient injury. The target lesion was unknown. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. The foreign material was attached to the plastic case in the inner product pouch. The integrity of the sterile pouch was not compromised. There was no damages noted. One non-sterile 7f vascular closure device was received for analysis inside a plastic bag. The deployment lever of unit was not depressed and the plug was attached to the device (not deployed). The color pattern on the indicator window was received on black/white position. The guard was not pressed. Per visual analysis, a small amount of adhesive forming a strip line was observed on the unit¿s lens at graphic pattern level. Besides the adhesive found on the lens of the unit, no anomalies found. A pet meeting was held. The unit was reviewed by the pet and determined that no foreign material is present on the device. The glue or adhesive, which was noted during analysis, is used for the lens and is part of the specifications defined for exoseal. No additional requirements are necessary. A review of lot # 17640137 was performed and no other issues were noted that were considered potentially related to the reported complaint. The ¿packaging/pouch/box - foreign material¿ reported by the customer was not confirmed since no foreign material was noted on the unit during analysis. According to the product instructions for use, users are warned to not use the exoseal vcd if the device appears damaged or defective in any way as was done in this case. The device history record review and the product analysis do not suggest that the adhesive observed on the lens of graphic could in any way impact the sterile package and it does not alter neither the integrity nor the function of the device. Therefore, no corrective/preventative actions will be taken.

Manufacturer narrative:
A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. This device was received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
During an "evt" case, it was reported that the exoseal vascular closure device (vcd) had a black foreign material on the case. Therefore, the exoseal was replaced with new one and the procedure was completed successfully. There was no reported patient injury. The target lesion was unknown. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. The products were clinically used and the product will be returned for analysis.